Event description:
It was observed during the device evaluation that the biopsy channel of the gastrointestinal videoscope contained a plastic piece. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign material in the air/water cylinder and air/water tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the plastic piece in the biopsy channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.